Event description:
It was reported the device was replaced due to loss of therapeutic effect. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.